Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient low speed alarms and pump stops on (B)(6) 2022. The patient's system controller was exchanged, and the alarms temporarily resolved. On (B)(6) 2022, the patient experienced high powers and pump stops again. The pump would not restart. It was noted that the patient's driveline was too hot. The patient was scheduled for a heartmate 2 to heartmate 2 pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed external driveline wire kinking and damage that could have contributed to the low speed and pump stop events observed in the submitted log files. Evaluation of the submitted log files also revealed elevations in pump power and decreases in pump speed that appeared to be consistent with a potential deposition or thrombus formation contacting the rotor and causing increased rotor drag; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, although the report of the driveline being too hot could not be confirmed through this evaluation, the observed power elevations could have contributed to the driveline overheating. Hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 1.5¿¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 36¿¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. It was noted that there were layers of tape observed along the length of the driveline that appeared to have been added previously. Upon disassembly of (B)(6), faint, concentric markings were observed on the distal, tapered-end of the rotor. Based on previous experience with the hmii lvas and similar reported events, contact marks on the tapered section of the rotor can be indicative of device thrombosis within the proximal side of the outlet stator; however, no depositions or thrombus formations were found within the device. If a thrombus formation or similar deposition was present in the pump or passing through the pump during operation, it could have potentially contributed to the elevations in pump power and low speed events observed within the submitted log files. The pump was cleaned, and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the 36¿¿ dl segment revealed kinking of the wires approximately 7¿¿ from the severed end, which resulted in a breach in the insulation of the black wire. An additional area of wire kinking was observed approximately 9¿ from the severed end; however, the insulation of all 6 wires appeared to be intact. Further inspection of the 36¿¿ dl segment revealed additional breaches in the insulation of the brown, black, and orange wires approximately 11.5¿¿ from the severed end. All of the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the driveline wires. If the exposed conductors of the brown, black, or orange wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low-speed events and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was connected to the power module/mobile power unit or 14-volt (v) battery power. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Section 1 of the IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that patient's driveline remained disconnected until the pump exchange was performed. After the procedure it was reported that the patient was stable in the intensive care unit (ICU). It was also noted after explant, that pump cable damage was found located 5 cm from the exit site. This damage was in the same area where the patient's complaints of overheating had occurred.